Event description:
The sensor was connected to the app for 18hours. It is supposed to last for ten days, but the app was stating a new sensor needed to be used and the current one needed to be replaced. There was a system error causing me to loose days and money I could've used the machine.